Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented via a merlin@home transmission showing non-sustain rv oversensing due to post-paced t-wave oversensing. The oversensing was noted on a stored egm. The patient did not receive therapy during the oversensing. The programming changes were suggested. The device remains implanted. It was later reported that there are no plans to schedule the patient to return to the clinic. The patient will be home monitor until normal follow-up. The patient is fine.